Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the sensing of the rv lead had fallen and the capture threshold had increased during a follow-up appointment. As a result, a new lead was implanted. The existing lead was left in the patient due to difficulty of explant. The patient was stable the whole time.